Event description:
Thymapad stimulus electrodes were attached at one end to thymatron (ect machine) and other end to the patient's forehead. When the machine was turned on and stimulus applied, smoke was observed coming from electrodes on the patient's forehead.